Event description:
It was reported that the patient presented for a follow up in clinic with episodes of high ventricular rates as right ventricular lead noise. The lead was capped and replaced on (B)(6) 2022. The patient was stable throughout.